Manufacturer narrative:
Additional information is not yet available for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that there was damage to the power switch of the device which made it hard for the device to turn on.

Event description:
As reported for this event, during preparation for use the device button was observed to be faulty. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. It was confirmed that the design of the device was changed to improve the power switch¿s tolerance of damage. Devices with the countermeasures were shipped after december 11, 2013. Since the device was a product prior to countermeasures due of the power switch design improvement, it is likely that the power switch was damaged due to the amount of operating force applied to the power switch and the number of times exceeded the expected value.